Event description:
Medwatch 2026-011974 study: "a 62-years-old, 156 lbs, female patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg/ml) on (B)(6) 2025 for primary pulmonary arterial hypertension. The current dose was reported as 0.025 microgram/kg, continuous via intravenous (IV) route. It was reported that the patient had itching underneath the antimicrobial biopatch disc dressing (dermatitis contact) on her central venous catheter site for IV remodulin infusion." "Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown." "The reporter did not provide causality for the event of dermatitis contact with IV remodulin. The reporter's causality for the event of dermatitis contact with antimicrobial biopatch disc dressing was considered to be possibly related."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.